Event description:
It was reported that the device triggered elective replacement indicator before the five year warranty period. The device was explanted and replaced. There were no reported patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.